Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(4) 2016, merge healthcare was notified that a customer could not load the operating system onto the computer. Support determined a new hard drive was required and shipped one out. Patients were rescheduled and images were possibly lost without a chance of recovery. Due to the inability of the customer to load an operating system onto the computer, there is a potential for a delay in diagnosis or treatment. The customer reported that there was no patient harm that occurred as a result of the lost information or as a result of a delay in care. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted (B)(6) 2016. A loaner camera was shipped to the customer until a new system could be shipped. The new replacement system completely resolved the issue. Support was able to restore all images from the database that crashed and was able to place the information onto the new system. The system was set back to the legacy driver per recall z-1142-2017. Corrected data: updates to g1-2 to meg mucha. Update to conclusion code: h6.